Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneous glucose (glu) result generated by the unicel dxc 800 pro synchron chemistry analyzer. A patient sample yielded a glu result of 980mg/dl and trigerred a critical rerun of 978mg/dl. The sample was rerun upon which it yielded a result of 337mg/dl. Customer reported this result outside of the laboratory. The physician questioned the result and asked for a rerun. Rerun of the original sample on a different instrument yielded a result of 980mg/dl and the result was amended. It is unknown if there was an effect to patient or user with regard to this event.

Manufacturer narrative:
Qc run after the event failed. Per customer, they were seeing glucose reaction noise errors when running patient samples prior to this event but kept running the glucose channel. Hotline advised customer to change the electrode, perform prescribed cup maintenance and flush reagent lines to and from glucose cup assembly. A field service engineer (fse) was on-site and replaced the stirrer motor. Bci has requested the motor and electrode to be returned for further investigation. A clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.